Event description:
The rn was preparing to catheterize a (B) (6) baby. Upon opening the sterile package, a wire was noted protruding from the end of the catheter. It was not used and there was no patient harm.